Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr acetabular system, left, reason(s) for revision: pain.

Manufacturer narrative:
Asr revision. Asr acetabular system, left. Reason(s) for revision: pain. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.